Event description:
A pt reported by a letter that following an intraocular lens (iol) implant procedure for his right eye, he could distinguish faces. He feels that the surgery was a failure and the lens did not work as advertised. The pt reported the surgeon stated the measurements were correct, and nothing else would be done. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis, the lens implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was not received. (B)(4).